Manufacturer narrative:
Additional information was added to h6 and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. The event was further described as, "gives incorrect volume delivered and short on volume programmed". This occurred during patient use on the neuroscience intensive care unit (nsicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.